Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation, since it was reportedly lost in transit. Therefore, the evaluation was performed exclusively on the basis of the available information. The exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, the reported broken ceramic insulation is a known error pattern, which is typically caused by thermal and/or mechanical overload, possibly as a result of excessive force in combination with wear and tear. It cannot be conclusively determined whether the insulating insert was pre-damaged at some point in the past, whether the damage was caused during the reprocessing cycle preceding the incident, or during the procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results.